Event description:
During a cataract extraction procedure, this handpiece functioned intermittently. As a result the pts lens fell into the vitreous. The pt was referred to a retinal specialist for treatment.